Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal ace in mitral position where three days after the procedure, it was noticed that a single leaflet device attachment (slda) had occurred and the patient underwent reintervention. The patient had a2 prolapse. No device interaction was observed during the procedure and there were no procedural complications. Three days after the implantation, it was observed that the second device had detached from the anterior mitral leaflet (aml). The patient was successfully re-intervened with one additional pascal ace, placed lateral of the partially detached implant. The initial mitral regurgitation (mr) grade was 3, and final mr grade was 1. Patient was in stable condition. As per medical opinion, the issue could be due to device failure or torn out leaflet.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet was confirmed based on the post operative transesophageal echocardiogram (tee) images provided. As per image evaluation, a late/ post-procedural slda of the most lateral pascal ace device (over lateral a2/p2) was observed. The most lateral pascal ace device appeared mobile throughout the cardiac cycle, prolapsing into the left atrium (la) and not attached to the anterior mitral leaflet (aml). Additionally, based on image findings, it could be confirmed that a third pascal ace device was stable and placed at a 1/7 orientation over a3/p3. The most medial ace device remained in a stable position. Final grade of regurgitation was unable to be determined. Available information suggests that patient conditions likely contributed to the event since patient had a2 prolapse and as per medical opinion, the issue could be related to a torn-out leaflet. Given the adverse event and health condition, the definitive root cause is indeterminable. It is unable to confirm any device related issues or malfunctions. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.